Event description:
It was reported that the customer received an iop test failure alarm. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that the alarm did not occur during the rewind or prime sequence. Assisted customer with cleaning the alarm. Advised customer to perform the rewind process again. Troubleshooting could not be completed due to a disconnected call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.